Manufacturer narrative:
Concomitant medical products: 37612 dbs ipg, implanted: (B)(6) 2015. 3708660 neuro extension, implanted: (B)(6) 2015. 3708660 neuro extension, implanted: (B)(6) 2015. 3387s-40 dbs lead, implanted: (B)(6) 2015. 3387s-40 dbs lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a false alert for right ventricular (rv) low impedance was noted on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.